Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.